Event description:
It was reported by the sales rep that the hand piece was leaking from the back. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the handpiece involved in the reported event was evaluated. During the evaluation the technician noticed several components were corroded. The technician replaced several parts, performed functional tests and returned the unit to the customer.